Manufacturer narrative:
Exact date unknown, event occurred eight months ago.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was not getting an adequate pain relief. It was noted that the ipg was freely mobile in the pocket. The patient underwent an ipg explant procedure. The explanted ipg was discarded.